Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with pd treatment. There was an air detected in cassette warning that occurred drain 1 of 4 which happened 2 times. Treatment was stopped and fluid was seen inside the cassette door. Fluid was in the pump module area. Patient was advised to let the cycler air dry and use the next day. In a follow up, the patient's caregiver verified the event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient received a new cycler and has been doing treatments with no further issues. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.